Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer was admitted to the hospital. The customer was admitted due to diabetic ketoacidosis because the battery ended and did not replace it. The customer stated that the pump was broken and screen was scratched in a matter that is not possible. The customer insulin pump was replaced.